Event description:
The international customer reported that the unit failed with pressure sensors error. The customer reported that the unit was in use, but no patient harm reported. The unit is out of warranty and the service engineer provided quotation for service repairs, but the customer refused (B)(4) services. The customer repair the device by themselves and the unit is now back in service. The customer did not provide repair details.